Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the lead was not implanted due to patient's anatomy. No patient complications have been reported as a result of this event.